Event description:
Boston scientific crm received information that this right atrial (ra) lead was explanted due to a possible infection. The patient had a reoccuring fever after implant, so the physician elected to explant the entire system to determine the root cause of the fever. The physician suspects either an infection or foreign-body reaction. There were no other adverse patient effects reported.

Manufacturer narrative:
This ra lead remains at the hospital for further investigation, so therefore will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.